Event description:
It was reported that after the use of the product, the customer noticed that the patient had spots on his (or her) skin along the holes in the blanket. The customer suspects this event may have been a low-temperature burn.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.